Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Retained by hospital.

Event description:
As reported: "surgeon did a head exchange due to possible infection." Gamma3 drill was used in the primary surgery.

Event description:
As reported: "surgeon did a head exchange due to possible infection." Gamma3 drill was used in the primary surgery.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no clinical or past medical history & no operative reports were provided. A review of the provided medical records and x-rays by a clinical consultant indicated: ¿event description states "head exchange due to possible infection". No patient demographics, no clinical or past medical history, no operative reports and no laboratory findings offered. No confirmation of the event description is possible due to insufficient information. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. More detailed information about the complaint event as well as the affected device, including pathology reports, operative reports, progress notes must be available to find the exact root cause of the event. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.